Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient knew that since she got the device that she would get a little ¿boost¿ (increase in stimulation) or that her implant would ¿shut off¿ when she went through certain security screeners. There were no further complications reported or anticipated.